Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that the aortic bioprosthesis was explanted after an implant duration of approximately 139 months, and replaced with another pericardial valve. Through follow-up, it was learned that the valve was explanted due to stenosis. Operative report indicates no complications during surgery, and healthcare provider indicates the explant is patient related.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. The subject device has not been returned to edwards for evaluation; therefore, the root cause of the reported stenosis could not be positively confirmed. There has been no information to suggest a device malfunction or quality deficiency that may have cased or contributed to this event.